Event description:
Left hip was revised due to improperly seated liner as seen on post op xray. Surgeon could not perform revision sooner as patient had reaction to anesthesia from prior surgery and remained ambulated in clinic until revision date. No additional information, medical records, product etc. Will be provided to sales rep/stryker due to hospital policy. (B)(4) 2015: the sales rep confirmed that the metal liner was improperly seated to the shell, not the poly to the metal liner.

Manufacturer narrative:
An event regarding seating/locking issues involving an mdm liner was reported. It was noted that the device and additional information would not be provided due to hospital policy. Therefore, the exact cause of the event could not be determined because insufficient information was provided. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. Device not available.